Event description:
A patient sample was tested for troponin (accu tni) and a result of 7.89ng/ml was obtained. The result was reported out of the lab and questioned by the physician as not matching the patient's previous accu tni results (2 x 0.01ng/ml), or the patient's clinical presentation. Rerun of the sample produced a normal accu tni result of 0.01ng/ml. A corrected report was sent. The customer was not made aware of any injury or change in patient treatment associated with this event.

Manufacturer narrative:
The sample was collected in a 13x100mm greiner serum tube, and was centrifuged at 3,000g for ten minutes. The specimen was a full draw, normal in appearance, and was sampled from the primary tube. Qc is run twice daily and has been recovering within range. Customer did not report any result flags or event log messages associated with the event. There is no indication that service was dispatched for this event. Based on available information, the customer was advised to continue running diagnostic tests daily to insure instrument performance. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.